Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that in the past, the pump was placed on "pause" but continued to infuse. The event occurred on (B)(6) 2024. Although requested, no further information was provided. Per customer, the ¿details are bit fuzzy¿¿ but the medication ¿was not connected to the patient.¿ after bd received the report, bd clinical practice consultant came to site to gather additional information. The following observations were noted: incorrectly loaded pump sets: anesthesia staff showed event videos to the bd clinical practice consultant and in both videos the upper fitment was incorrectly loaded. Education was provided to the staff. Pumps high over patients leading to decreased head height. Staff education was provided. Hanger folded in half on primary infusion. It was discussed the need to have the hanger fully extended to deliver the secondary infusion properly. Education provided to staff. Unclean devices are transported in a laundry cart. The cleaner being used is diversey oxivir tb wipes (not approved cleaning solution). The facility also has clorox healthcare bleach germicidal wipes, which are approved to disinfect the devices. Central for devices in isolation rooms after initial wipe down in room: iui covers available but not being used properly. The whole device being wiped down with wipes including iui connectors and air-in-line sensor. Iui connectors not being cleaned with proper cleaner, use of alcohol on a non-dedicated brush. Cleaner not being removed with damp lint free cloth. Devices not being dried off with lint free cloth. Rooms by evs: no iui covers. Wiped with oxivir wipes on whole device including iui connectors. No separate cleaning of iui connectors.

Event description:
It was reported that in the past, the pump was placed on "pause" but continued to infuse. The event occurred on (B)(6) 2024. Although requested, no further information was provided. Per customer, the ¿details are bit fuzzy" but the medication ¿was not connected to the patient.¿ after bd received the report, bd clinical practice consultant came to site to gather additional information. The following observations were noted: incorrectly loaded pump sets: anesthesia staff showed event videos to the bd clinical practice consultant and in both videos the upper fitment was incorrectly loaded. Education was provided to the staff. Pumps high over patients leading to decreased head height. Staff education was provided. Hanger folded in half on primary infusion. It was discussed the need to have the hanger fully extended to deliver the secondary infusion properly. Education provided to staff. Unclean devices are transported in a laundry cart. The cleaner being used is diversey oxivir tb wipes (not approved cleaning solution). The facility also has clorox healthcare bleach germicidal wipes, which are approved to disinfect the devices. Central for devices in isolation rooms after initial wipe down in room: iui covers available but not being used properly. The whole device being wiped down with wipes including iui connectors and air-in-line sensor. Iui connectors not being cleaned with proper cleaner, use of alcohol on a non-dedicated brush. Cleaner not being removed with damp lint free cloth. Devices not being dried off with lint free cloth. Rooms by evs: no iui covers. Wiped with oxivir wipes on whole device including iui connectors. No separate cleaning of iui connectors.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Investigation summary: the report of a pump placed on pause but continue infusing could not be confirmed through a review of the logs alone. The review of the suspect pump module and concomitant point of care unit (pcu) error logs showed no errors or malfunctions on the incident date that would result in the reported event. The logs identified that on (B)(6) 2024 at 1:10 pm, an infusion was programmed for drug ID:896, with the following parameters: rate of 65.7 ml/hr and a volume to be infused (vtbi) of 75 ml. Primary volume infused (pvi) was recorded as 0.0 ml. At 1:10:52 pm the pump was paused. At 6:00:58 pm the pump was channeled off with a pvi: 0.0 ml. It was also reported that there were no alarms. A review of the system error log showed no errors were recorded related to the reported incident. Inspection and laboratory testing could not be performed, the incident device or the primary administration set were not received for this investigation. Set loading and unloading guide for the alaris® pump module tipsheet contains information related to the set up to starting an infusion. The tipsheet within its warnings and cautions contains the following information: do not push or snap the upper fitment snugly into the upper recess. Ensure the tubing is not twisted and press the blue safety clamp fitment into the blue recess. A properly loaded upper fitment will fit loosely in the recess. Root cause: the root cause of the issue reported was unable to be determined based on the log review alone, and no devices were returned for investigation. Based on the review of the device logs, the infusion program completed on schedule.